Event description:
Customer reported he had a low and the paramedics were called. Customer stated the night before the event, he had a big meal. He woke up the next day and his blood glucose was high. He treated for the high and later ate another meal. He over bolused for that meal and missed the next meal, causing customer to go low. Customer was driving when he felt was going low. He pulled over and customer's wife called the paramedics. Paramedics treated him at the scene. Customer's blood glucose was between 40 and 50 mg/dl when he was treated. Customer also mentioned receiving a sensor error. He was advised of proper sensor insertion and calibration methods. Customer's last blood glucose was 176 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).